Manufacturer narrative:
(B)(4). This lot was manufactured from april 16, 2015 to april 20, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified that there was a particle in the reservoir. The origin of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in the balloon of the small volume intermate. The particulate matter was identified after the device was filled with tobramycin, during storage. There was no patient involvement. No additional information is available.